Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2014. The physician received an unsuccessful cavity integrity assessment (cia) test. The disposable device was removed and a hysteroscopy was performed which revealed no perforation. A second disposable device was inserted and the physician received an unsuccessful integrity assessment (cia) test. The physician then performed a laparoscopy and confirmed a uterine perforation. The physician "believes that he perforated with the second novasure device upon insertion as he did not think that he was able to hold the cervix taunt due to its friability". The physician used "several sutures" and the patient was discharged home.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Only one device was returned. Codes reflect the returned device. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).